Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Due to a software limitation, disregard the date entry of device available for evaluation, date returned to mfg. Full contact number for end user: (B)(6).

Event description:
The event involved a chemolock¿ kit w/ 5" (13 cm) bag spike adapter w/chemolock¿ w/red cap, vented cap, chemolock¿ port bag spike. It was reported the device leaked at the bonded hub below the injector resulting in a chemotherapy spill. The chemo spilled on the floor and cleaned per facility protocol. The problem was noted 30 minutes into infusion. There was no report of any blood loss or bleed back. The product replaced and therapy resumed. New chemotherapy bag prepared. Almost all chemotherapy lost to spill. Patient had to wait for new drug bag to be mixed. Delay in patient care. There was no any physical defect noted on the chemolock. There was no patient harm. This record reflects the third occurrence.

Manufacturer narrative:
The complaint of leakage and separation can be confirmed on the returned one (1) used. List #cl4158, chemolock¿ kit w/ 5" (13 cm) bag spike adapter w/chemolock¿ w/red cap, vented cap, chemolock¿ port bag spike; lot #8983826. As received the connection between the chemolock and male luer appeared to be loose. The returned cl4158 and mating devices were leak tested. There was a leak observed at the connection between the chemolock and male luer. During testing the chemolock separated from the assembly. The bond location was examined. There appeared to be insufficient solvent coverage. The probable cause of the leakage and separation is due to incomplete solvent coverage applied during manual assembly at the manufacturing site the lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.